Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to the emergency room (ER) on (B)(6) 2024 due to hyperglycemia event caused by bent cannula of infusion set. The site of insertion was on the abdomen. The patient remained in emergency room for five to six hours and was subsequently hospitalized due to high blood glucose level and was later transferred to intensive care unit (ICU). The patient's blood glucose level during hospitalization was 600 mg/dl. The patient was tested positive for ketones. During hospitalization, the patient was treated with intravenous (IV) fluids of saline and insulin. It was also reported that the patient experienced permanent damage, as all organs were beginning to shut down. The patient was released from the hospital on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.